Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report the subject's receiver was experiencing a communication error on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report the subject's receiver was experiencing a communication error on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.